Event description:
Report received of a nondelivery. On an unspecified date, the pump was programmed in the continuous mode to deliver 1.8 gms clindamycin at rate of 20ml/hr with a container size of 500ml. In 2005 at an unspecified time, the delivery was initiated in the outpatient department and the patient left the department. The following day at an unspecified time, the patient returned to the outpatient department. At this time it was noted that the container remained full; however, the pump display indicated that the infusion was complete. The physician was notified. The pump was removed from clinical service. The therapy resumed using a replacement pump. There were no reported adverse patient effects.